Event description:
It was reported that a patient with a 19mm 3000 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 13 years, two (2) months due to stenosis and regurgitation. The tavr was performed with a 20mm 9750tfx transcatheter valve. There is no investigational evidence to suggest that the disabled surgical valve had prematurely failed or malfunctioned. No additional information has been provided.

Manufacturer narrative:
H10: additional manufacturer narrative. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 19mm 3000 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 13 years, two (2) months due to stenosis and regurgitation. The tavr was performed with a 20mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. Updated h6 type of investigation. Updated e1 fax number. H11 corrected data: corrected h6 component codes by replacing code-527 with code-439. Corrected h6 investigation findings by replacing code-180 with code-3221.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional details regarding this event have been performed. At this time, there is currently insufficient information to determine the root cause of this event. The subject device was not returned evaluation; therefore, the complaint cannot be confirmed. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 19mm edwards pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. The tavr was performed with a 20mm 9750tfx transcatheter valve.